Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robot-assisted radical prostatectomy procedure on (B)(6) 2024, and ¿the power suddenly went out during the surgery¿. Follow-up assessment found that pneumoperitoneum been achieved prior to the event and there was a loss of pneumoperitoneum; however, "the patient's head was in a low position and the surgeon was close to the pelvis, the surgical field was maintained even when this event was noticed. Therefore, it is unclear whether the pneumoperitoneum was suddenly lost.". Additionally, "the surgical field was maintained, and no interference between the inserted devices and organs was observed. For this reason, the surgeon deemed removal of the device unnecessary and did not remove it.". The procedure was completed as normal with an alternate same device and a delay of a delay of about 10 min due to device replacement. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 69 reports, regarding 69 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used during a robot-assisted radical prostatectomy procedure on (B)(6) 2024, and ¿the power suddenly went out during the surgery¿. Follow-up assessment found that pneumoperitoneum been achieved prior to the event and there was a loss of pneumoperitoneum; however, "the patient's head was in a low position and the surgeon was close to the pelvis, the surgical field was maintained even when this event was noticed. Therefore, it is unclear whether the pneumoperitoneum was suddenly lost.". Additionally, "the surgical field was maintained, and no interference between the inserted devices and organs was observed. For this reason, the surgeon deemed removal of the device unnecessary and did not remove it.". The procedure was completed as normal with an alternate same device and a delay of a delay of about 10 min due to device replacement. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.